Manufacturer narrative:
Investigation:a service technician visually inspected the machine at the customer's site and verified the reported condition. Upon evaluation of the device, the service technician noted that the centrifuge's door springs system needed adjustment. The technician reset the centrifuge's door opening system. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that a during a procedure the centrifuge door on the cobe spectra machine opened. Due to EU personal data protection laws, the patient (donor) or machine operator's information and outcome is not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: one year of service history was reviewed for this device with no other problems identified related to the reported condition. The device serial number history report indicated no further related issues have been reported for this device. Root cause: the root cause of this failure was a misaligned centrifuge door and cover.

Event description:
Per the customer, no injury was reported for this incident to donor, patient or operator of the machine.